Event description:
Reporter alleged obtaining the results of 60 mg/dl and 120 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported to boston scientific corporation that an one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure date is unknown. According to the complainant, during preparation, the physician noticed that the retrieval snare could not open and close. The procedure was completed with another retrieval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.